Event description:
Results of the product investigation are now available.

Manufacturer narrative:
Concomitant medical products according: metasul ldh, head, 46, code l, taper 18/20; ref#:01.00181.460; lot#: 2446461. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; ref#:0100185146; lot#: 2455291. DHR-review: ref#: 01.00214.052 lot#: 2446428/05 (durom acetabulum component). Yield: 27. Delivered: 27. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Event description: incident report from "direzione generale dei dispositivi medici e del servizio farmaceutico" it was reported that the patient underwent a hip surgery on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2018 due to the development of a pseudotumor. Note: the reported implantation date (B)(6) 2018 is earlier than the manufacturing date march 18, 2008 of the received parts. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the durom acetabular component, the metasul ldh and the ldh adapter were received. The durom acetabular component shows damages from the revision surgery consisting of large polished areas on the anchoring surface, scratches and indentations. Additionally, there are small, individual polished spots on the coating. Overall there are very few bone attachments on the titanium plasma spray coating. On the articulation surface patches of small dots can be found close to the rim which are most likely introduced by an electrocautery device. Further, a small band of dots below the rim's bevel and parallel scratches running over the bevel on the rim can be seen. The metasul ldh articulation surface shows some fine scratches and nicks visible by eye. The articulation surface close to the equator shows similar electrocautery marks as found on the articulation surface of the acetabular component. The rim with the part identification shows some damages from the revision surgery, consisting of multiple nicks and more electrocautery marks. The taper surface is inconspicuous showing some deposits which are most likely organic. Further, the articulation surface of the metasul ldh was investigated under the microscope type nikon epiphot at 200-times magnification with differential interference contrast (dic). The original unloaded surface state with slightly protruding carbides could only be found below the equator. At 45° a mixture of unloaded surface structures with many scratches is visible. The remaining surface shows a loaded surface structure in combination with random scratches. The ldh adapter shows some discoloration on its outer surface, probably organic deposits, which matches with the observation on the taper of the head. The inner taper surface shows three distinct areas. At both ends of the adapter an area with original machined surface structure is seen. Surface changes due to fretting corrosion can be observed in the middle area. Wear measurements: the wear measurements of the articulation surfaces of the durom femoral component and the durom acetabular component were carried out on a 3d measuring machine type cmm5, sip geneva. The wear map of the metasul ldh shows a wear zone located on one side of the head at around 45°, between the pole and the equator. This corresponds with the visual examination of the articulation surface under the microscope. The total, linear wear value of the head amounts to 6.3 ¿m resulting in an annual wear rate of 0.6 ¿m / year. The measured diameter of the component is still within the manufacturing tolerances. For the durom acetabular component the cmm measurement did not detect a specific wear zone. However, the measured diameter of the component is still within the manufacturing tolerances. For comparison, for a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found [ ]. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination of the known parts was approved by zimmer biomet. The applicable durom surgical technique describes all steps for implantation. However, as no surgical report is available, comparison of the surgical technique and the approach used could not be performed. The applicable instruction for use booklets (IFU) list general instructions, risk factors, sterilization instructions, storage and handling instructions. However, as no surgical report is available, comparison of the IFU and the approach applied could not be performed. Femoral stems for total hip arthroplasty covering the ldh adapter instruction leaflet for endoprostheses covering the acetabular component modular femoral heads covering the ldh. Conclusion summary: the patient received a durom acetabular component with a metasul large diameter head (ldh) combined with a ldh adapter on (B)(6) 2008. It was reported by the hospital that the prosthesis was revised on (B)(6) 2018, after 10 years and 10 months in vivo, due to pseudotumor. The quality records of all three received components (durom acetabular component, metasul large diameter head (ldh) and ldh adapter) show that all specified characteristics have met the specifications valid at the time of production. The stem combined with the three components is unknown and is therefore excluded from the investigation. The investigation results did not identify a non-conformance or a complaint out of box (coob). The visual examination showed small polished spots and only little amount of bone attachments found on the anchoring surface of the durom acetabular component which could point to loosening. At which time point the cup may have become loose during the time in vivo remains unknown. Scratches and electrocautery marks were found on the articulation side of the acetabular component and on the ldh. The visual examination of the ldh articulation surface shows a loaded area at 45° (area of the head between pole and equator); which is supported by the wear measurement that showed a wear zone at 45°. The wear measurements of the articulation surfaces were carried out. The measured diameter of both components is still within the manufacturing tolerances and the measurements did not indicate an elevated wear rate when compared to. Based on the retrieval investigation and the information at hand, we were neither able to confirm nor to find specific causes for the reported pseudotumor, its cause seems to be multifactorial including patient and/or surgical related factors (treated in (B)(6)). The visual examination showed changes due to fretting corrosion on the inner surface of the ldh adapter. The reason of these surface changes cannot be determined based on current available data. Further, as the stem is unknown, a possible incompatibility between the stem and the ldh adapter, that could possibly influence fretting corrosion, cannot be excluded. The found fretting corrosion's contribution to the reported pseudotumor cannot be determined. In addition, if and to what extend other patient and/or surgical related factors may have contributed to the observed fretting corrosion and the development of the reported pseudotumor remains unknown. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and is being monitored due to pseudotumor.

Manufacturer narrative:
Investigation results were made available. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: trend has been identified and CAPA was initiated and performed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Event description:
It was now reported that the patient underwent revision surgery. Please refer to report 0009613350-2018-01123.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).